Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) fortum injection (500mg, frequency not reported) and ip reflin injection (500 mg, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized. The outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.